Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failed to open. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer (fse) found that the rails of the half height (hh) drawer 2.1 and 4.1 in auxiliary were broken. The fse replaced the rails in 2 hh enhanced drawer auxiliary 2.1 and 4.2 and resolved the issue. All components were tested successfully. The system functioned as intended after the field service engineer repaired the device.